Manufacturer narrative:
Ten unopened double lumen thoracic catheters were returned to the manufacturing facility along with one opened escon tube containing no catheter. The actual complaint sample was not returned. The ten units were opened and leak tested under water. None of the returned samples contained a leak and were all within specification. A potential root cause could be a manufacturing error during production. The double lumen trocar catheters are sourced fully complete from a supplier. A corrective and preventative action (CAPA) has been issued. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above, no further action is required at this time. The associated data will be fed into the risk management quarterly report.

Manufacturer narrative:
Submit date: 10/06/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a catheter. The customer reports the product was used for 24 hours thoracic drainage after a medical thoracoscopy due to empyema. A leakage was found on the catheter at the point of connection with the washing system. A specific surgical intervention was required to change the catheter with a new one. The patient was a (B)(6) year old male.